Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Device code relates to problem code for the investigation result of outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the gas section). A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath). There were three kinks identified in the inner member at the guidewire access sheath section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, it was possible to manually deploy the stent by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. The damages noted to the returned device were consistent with the application of excessive force during device use. Given the event description and the condition of the returned device, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with biliary sphincterotomy and stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the stent was delivered over a 0.035 guidewire into the common bile duct. During deployment, a 'pop' was heard and the stent did not appear to be moving under the xray image. Reportedly, the stent hub was completely retracted but the stent did not deploy at all. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the gas section). Please see block for full investigation details.